Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the implantable neurostimulator (ins) for one minute turned off and then by itself again turned on. It began in the middle of (B)(6) 2015. The ins switches off unintentionally once a day then after one minute the ins would switch on again automatically. According to the device use was switched off of the ins on (B)(6) from 12:30 to 16:00 o¿clock. The last two weeks the event did not appear anymore. It was unknown what led to this event. The physician made an impedance measurement, it showed normal. No interventions were taken. It was unknown if the issue was resolved at the time of this report. No surgical intervention occurred or was planned. The mdt data showed that ins was turned on/off multiple times, to be registered there needs to be an downlink and uplink from an external device (8840 or pp). The rep further reported that the patient felt some electrify sensations in left side of the body when the ins turned on. If additional information is received, a follow up report will be sent.